Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter started to read inaccurately high the first week of the month. She was getting meter readings in the 400-500s mg/dl when she was expecting meter readings around 140-170 mg/dl. She denied experiencing any symptoms of high blood glucose levels at the time. A week after getting the "high" meter readings, she called her doctor for advice about the elevated meter readings. The doctor advised her to increase her night-time 75/25 humalog dosages from 50 to 60 units. The next 3-4 nights, the patient reportedly developed symptoms of feeling shaky, dizzy, sweaty, and barely able to walk. She tested on her meter while experiencing these symptoms and still got meter readings in the 500s mg/dl. Because she felt "low" she treated herself with something sweet to eat and felt better within 20-30 minutes. The customer care advocate (cca) walked the patient through troubleshooting and noted that the meter was miscoded and the test strips were expired (use errors). Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic after she was advised to increase her night-time insulin dosage based on her elevated meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.